Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported that the 9800 system image acquisition failed. No pt injury was reported.